Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported on (B)(6) 2018 that the initial report of the patient transplant was entered in error. The patient remains supported with the device.

Manufacturer narrative:
The pump was not returned for evaluation as it was disposed of. A direct correlation between the device and the reported event could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on (B)(6) 2017, the patient presented to the emergency department with gastrointestinal (gi) bleeding that had been going on for a couple of weeks. The patient¿s hemoglobin level was 5.3 and inr was 1.6 on (B)(6) 2017. On (B)(6) 2017 the inr was 5.66. On (B)(6) 2017, it was reported that the patient was transfused with 4 units of blood and an outpatient capsule endoscopy revealed non-bleeding arteriovenous malformations distal to a previous tattoo site. The patient was elevated 1a status on the transplant list due to the gi bleeding and received a heart transplant on (B)(6) 2017.

Manufacturer narrative:
The reported gi bleed related to avm pre and post implant was reported under MFR report number 2916596-2016-02182. (B)(4). Approximate age of device ¿ 1 year and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient presented to the emergency department with dark stools. An upper endoscopy was performed and it was negative. The manufacturer's technical services representative reported that the log file was unremarkable and the vad was operating as designed within set parameters. The patient was discharged home to be followed up by the gastroenterologist. A pill camera swallow test was to be scheduled. A review of patient's record reveals that the patient had history of gastrointestinal(gi) bleeding related to arteriovenous malformations (avm) prior to device implant((B)(6) 2016) and post implant ((B)(6) 2016 and (B)(6) 2016). No additional information was provided.